Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a distributor via email that an ar-3602 fibertak tip broke. This was discovered during a shoulder instability procedure. After surgeon inserted suture anchor in bone he noticed something was wrong, he slightly pulled back the guide and noticed the tip of the insertion handle was broken. The broken tip was removed and the suture anchor was firmly set in the bone. Case was completed successfully with no patient affected.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the device had fractured off. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.